Event description:
During central processing, the user facility reportedly identified broken tip scissors from the schertel grasper instrument . The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering could not confirm the alleged broken tip scissors complaint since this instrument is a grasper and not a scissors instrument. The instrument's grips opened and closed as expected when the input disc was manually rotated. No visible damage was noted for the instrument's snake wrist or grips. Additional observation not initially reported by the site was main tube insulation damage. The insulation was gouged in a couple of places at the distal end and had a section that was lifted up roughly 0.650 above the instrument's snake wrist. No pieces were missing since the lifted up piece fully covered the exposed section of the shaft. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.